Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ injector luer lock was having flow issues. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that the bd phaseal injector luer lock were connected to the bd phaseal luerlock connector. However unable to back prime saline. After rechecking all connections by fastening and refastening each connection area, the chemo was unable to be back primed until both the luer lock connector and injector luer lock were exchanged with new parts. Patient was connected to primary tubing, primed with ns in preparation for his topotecan continuous infusion bag change. The chemo and bd phaseal injector luer lock were connected to the bd phaseal luerlock connector. However unable to back prime saline. After rechecking all connections by fastening and refastening each connection area, the chemo was unable to be back primed until both the luer lock connector and injector luer lock were exchanged with new parts."

Event description:
It was reported that bd phaseal¿ injector luer lock was having flow issues. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that the bd phaseal injector luer lock were connected to the bd phaseal luerlock connector. However unable to back prime saline. After rechecking all connections by fastening and refastening each connection area, the chemo was unable to be back primed until both the luer lock connector and injector luer lock were exchanged with new parts. Patient was connected to primary tubing, primed with ns in preparation for his topotecan continuous infusion bag change. The chemo and bd phaseal injector luer lock were connected to the bd phaseal luerlock connector. However unable to back prime saline. After rechecking all connections by fastening and refastening each connection area, the chemo was unable to be back primed until both the luer lock connector and injector luer lock were exchanged with new parts."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and no root cause could be determined. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.